Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and also had audio anomaly. The customer¿s blood glucose level was 150 mg/dl and current blood glucose was 230 mg/dl. The customer¿s blood glucose level was 440 mg/dl. The customer was treated with bolus. The customer alleges pump was under delivering and blood glucose had been uncontrollable. The customer reported that the pump was making a loud clicking noise while programming. The customer performed high pressure test and received no delivery. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised follow up with health care professional concerning high blood glucose. The insulin pump and reservoir will not be returned for analysis.